Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "f38" was confirmed in the sample evaluation task. The cause was due to a damaged force sensing resistors (fsrs) were defective due to use of alcohol in the channel. Service replaced the fsrs to resolve the reported problem.

Event description:
On (B)(6) 2012 the customer reported a flogard pump with an alarm f38. It is unknown when this event occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.